Event description:
We have been having multiple problems with plum a+ and plum a+3 infusion pumps at our facility (>200). The door rollers have a potential to break. If broken it could lead to unrestricted flow. In the event the door is broken, the regulator closer may not close properly. No patient injuries have occurred, and the manufacturer states the issue will be addressed in the 2nd quarter 2013.======================manufacturer response for plum infusion pump, plum a (per site reporter).======================hospira stated they will address the issue in 2nd quarter of 2013.======================manufacturer response for plum infusion pump, plum a+3 (per site reporter).======================hospira stated they will address the issue in 2nd quarter of 2013.what was the original intended procedure?infusion therapy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.